Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during priming. The customer's blood glucose was unknown at the time of incident. The customer stated that they could not complete prime. The insulin pump will be returned for analysis.